Event description:
On 10/16/2023, infutronix received a report from a healthcare facility that the pump was configured incorrectly. This makes the pump inoperable. No other details provided associated with this event. The device was returned for evaluation.

Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. The pump was investigated for an incorrect configuration issue. The reported issue was confirmed. The pump had a library that made the pump inoperable. The issue was discovered by the end user before the pump was used in the field. Further investigation as to the root cause of the wrong configuration is underway.